Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump shut off unexpectedly, multiple occlusion alarms, and air bubble occurred. Reportedly, customer performed infusion set changes to address the issue. Additionally, customer was admitted into the intensive care unit (ICU) due to the pump "not working properly"; details pertaining to this allegation were not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.